Manufacturer narrative:
The field service engineer determined the degasser pump was kinked and causing the diluent syringes on both ise modules to contain large air bubbles. The degasser pump line was corrected. No further air bubbles were seen in the diluent syringes and the customer was able to successfully perform calibration and qc on all ises.

Manufacturer narrative:
The field service engineer determined there were bubbles in a system reagent syringe. The degassers, a valve, the vacuum, and a vacuum nozzle were replaced. The electrodes were also replaced. Calibration was attempted, but the engineer was unable to calibrate.

Event description:
The initial reporter stated they received several critical ise patient results in a row on the cobas 8000 ise module. The reporter then tried priming the syringes, performing an air purge, and cleaning the probe. The reporter reseated all system reagent bottles and filters looking to see if any lines were crimped. Priming was performed again. The customer tried re-calibration, but calibration on one channel failed and controls failed. The calibration was performed again, but this time it failed on the second channel and controls failed. The reporter pulled samples that had been tested and repeated these on another analyzer. 28 patient samples had discrepant ise results. Affected tests include: ise indirect na, k, ci for gen.2. The initial sample results were reported outside of the laboratory. The repeat results were believed to be correct and corrected reports were issued. These samples were initially processed on a cobas 8100 pre-analytics system prior to testing on the cobas 8000 ise module. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.